Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -10.50 into the patient's right eye (od) on (B)(6) 2022 when the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted and removed intraoperatively and the problem was resolved. Reportedly "the patient was worried about the risk of the second operation. After communication with the doctor the patient decided not to implant new crystals". The reporter indicated the cause of the event was unknown. Claim# (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The problem was resolved. Another lens was not implanted. Cause of the event was unknown.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).